Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The t-handle on the instrument broke. Upon product return, it was noted the handle was completely disassociated from the shaft portion. (B)(6)

Manufacturer narrative:
The complaint states the t-handle on the instrument broke. The investigation confirms the failure mode as reported. The device was reviewed by bioengineering and a report was received concluding based on this investigation, the root cause of failure is product wear-out. The instrument was 15 years of age. The complaint of ¿the t-handle on the instrument broke. Upon product return, it was noted the handle was completely disassociated from the shaft portion¿ appears to be justified. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.